Event description:
The pump was explanted and returned. No info was provided.

Manufacturer narrative:
(B)(4). Final analysis of the device revealed s2 motor feedthru corrosion. Motor resistance to case failed, the value was 4.28 m. Further analysis noted bridging across the glass insulation. Slight residue and corrosion were seen on the top and bottom sides of the pumphead. Various logs and telemetry strips showed multiple stalls and recoveries before being received. No stalls occurred after being received. The catheter could not be found in the analysis lab and was assumed to be lost.